Event description:
Philips received a complaint on the v60 ventilator indicating that there was a pressure line disconnect error message. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that there was an error message. The rse provided the customer with the latest service manual revision and recommended the customer complete a performance verification test (pvt). The rse provided the customer with the part information for the flow sensor assembly. In a good faith effort (gfe) response from the customer received, it was confirmed that the flow sensor assembly had been ordered. It was also stated that the replaced flow sensor assembly would be returned, and that the device was not in use at the time of the event. The customer confirmed part was requested but is currently backordered. The repair for this unit cannot be conducted at this time due to the part(s) being on back order, this service spare part is considered critical need and will be monitored for ordered quantity aiming to preserve stock for all customers. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered flow sensor assembly aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.